Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing for a detected ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode that was actually atrioventricular nodal reentrant tachycardia (avnrt). The ICD remains in use. No patient complications have been reported as a result of this event.